Manufacturer narrative:
Additional information was received indicating that after the electrode from the echo was removed a device check was performed with acceptable measurements observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited intermittent shock impedance measurements of zero. The device was being interrogated in an echocardiogram room, boston scientific technical services (ts) discussed the environment may be effecting the shock impedance measurements. Troubleshooting in a separate room was recommended. No adverse patient effects were reported.